Manufacturer narrative:
No medwatch form was received analysis of the lead found inside out abrasions at 14.4cm to 16cm from the helix end. The etfe coating on the ring electro de cable was compromised at this location but the inner insulation for the distal coil was not damaged. Further analysis on the rv shock coil found inside-out abrasion at 3.8cm to 6.6cm from the helix end. The etfe coating on the ring electrode cable was s also compromised at the same location. This could cause the reported noise and deliver inappropriate shocks.

Event description:
It was reported that the patient received inappropriate shocks due to noise. It was found that the lead had insulation damage, exposing the cable outside the outer insulation. The lead was explanted.